Manufacturer narrative:
Insulin pump passed displacement test, prime, compromised forced enhance sensor test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 8.8 mmol/l. Customer was assisted with displacement test and test did not pass. Customer was unable to rewind the insulin pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.